Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient also reports a concomitant use of acetaminophen while using cgm. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.